Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. During implant, the left ventricle (lv) lead became bent. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The event of material twisted/ bent was not confirmed. Final analysis found that the complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.